Manufacturer narrative:
The following event reported a patient health outcome of death. A risk/benefit analysis was performed per the (B)(6) clinical trial to identify potential risks associated with use of the cardiomems system, and the risk control measures for these risks. These risks can be characteristic of patients with stage iii/IV congestive heart failure, or for patients having a right heart catheterization procedure, and may be unrelated to the cardiomems device or device procedure(s). Product information could not be obtained for further evaluation. Reported adverse health outcomes are monitored and trended per the post-market surveillance program for further action, as necessary. [(B)(4)].

Event description:
Related MFR# 3004936110-2019-00446. The following was published in the current cardiology reports in an article titled "current role of the cardiomems device for management of patients with heart failure". This article pulled the data below from another article titled "postmarketing adverse events related to the cardiomems hf system". The article reported the following: of the original 575 implant attempts in the (B)(6) trial, it was reported there were 15 adjudicated serious adverse events (2.6%) with 1 case of pa injury and 2 deaths. Of the first 5500 real-world implants after FDA approval, there were 2.8% adverse events with 28 reports of pa injury/hemoptysis resulting in 14 intensive care unit stays, 7 intubations, and 6 deaths. There were 22 overall deaths (0.4%). No further information was available for these events.